Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they had their implant for approximately a year and the implant battery died. Pt also said that they had all kinds of scar tissue and there was a lot of scar tissue like their body was rejecting the device. Pt also said that the device was causing sciatica down their left leg and the implant was placed above their left buttock on that side. Pt said that the implanting doctor left the practice and then said that nobody would really help them at the pain clinic after that. Pt said that they couldn't find anyone to remove the device until about 2 years later which they said this was sometime in 2017 or 2018.